Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.

Event description:
It was reported the device displayed an error message. When attempting to test lv thresholds the programmer displayed an error message and needed to be rebooted. Second programmer used with same results. By disabling the lv cap confirm, the manual testing of lv threshold was successful.